Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they observed poor urination and replaced it with another foley catheter. No urine comes out of the drainage lumen. Wished to replace the entire same lot.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they observed poor urination and replaced it with another foley catheter. No urine comes out of the drainage lumen. Wished to replace the entire same lot.

Manufacturer narrative:
The reported event was unconfirmed. Received (8) photo samples. The photo sample was returned and could not be evaluated for the reported failure. The reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they observed poor urination and replaced it with another foley catheter. No urine comes out of the drainage lumen. Wished to replace the entire same lot.